Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-01292. During a follow-up, there were several episodes of inappropriate automatic mode switch noted on the device as a result of identified noise on the right atrial (ra) lead. Both the ra lead and device were reprogrammed to resolve the event and the patient was in stable condition.